Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-02-02. Investigation summary one oe0420r sample from lot 202047 was received without packaging for investigation. A visual inspection confirmed the customer experience as two of the retaining tabs of the vial access device (vad) were found to have been snapped off. The details of this feedback were forwarded to the legal manufacturer, yukon medical llc, for investigation. Analysis of the manufacturing process did not identify a definitive root cause for the observed damage; however it is possible that the damage occurred as a result of stress to the component during bulk transportation, or damage sustained during the manufacturing process of the component. A review of the production records for lot 202047 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the OEM ss 20mm vented vial access device experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: defect on the housing part.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the OEM ss 20mm vented vial access device experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: defect on the housing part.